Manufacturer narrative:
(B)(6).

Event description:
It was reported that the filterwire fractured. A 190cm filterwire ez was selected for use for a saphenous vein graft (svg) percutaneous coronary intervention for bypass in a stenosed target lesion. When attempting to set up the filterwire, the device was stuck within the non-bsc guide catheter. The physician attempted to pull out the filterwire, but the device broke. The filterwire was then pulled out with the guiding catheter and there were no pieces of the device left inside the patient. There were no patient complications reported.

Event description:
It was reported that the filterwire fractured. A 190cm filterwire ez was selected for use for a saphenous vein graft (svg) percutaneous coronary intervention for bypass in a stenosed target lesion. When attempting to set up the filterwire, the device was stuck within the non-bsc guide catheter. The physician attempted to pull out the filterwire, but the device broke. The filterwire was then pulled out with the guiding catheter and there were no pieces of the device left inside the patient. There were no patient complications reported.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by the manufacturer: device was returned for analysis. The retrieval sheath was returned and it was stretched in the distal section. The protective wire returned without the filter sheath. It was kinked in the middle section. Dimensional inspection of the wire that could be measured were performed and were within specification. Sheathing and unsheathing test was not performed due to the device condition.